Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) associated with this transvenous defibrillation lead exhibited a less than 10 ohms indicator subsequent to shock delivery. The entire system was removed from service.